Event description:
(B)(6) 2013 re: grind guard request for refund subsequent to speaking with your knowledgeable and understanding customer rep, please find herewith my (B)(6) sales receipt ((B)(6)) for the grind guard and its box. I started off the adjustment process by cutting off 2 notches on each side of the protector, and proceeded with the boiling process. Overall the night guard felt quite loose and in molding it and pulling down the front sides, the downward material detached from the thicker, sturdier top section in the area of the front four teeth. So that was that. What can I say, it was worth the try. Regards. P.s. In the what will you need section, consider changing the large metal serving spoon to large wooden spoon. A metal spoon can heat-up quickly and can be unpleasant to hold.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number info was given so an eval cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.